Manufacturer narrative:
Final analysis found that the device was received in backup vvi mode. The backup vvi mode was consistent with electrocautery exposure at explant. The device was restored from backup vvi and tested on the bench using automated testing equipment, and no anomalies were found.

Event description:
The initial medical device report was submitted via an alternative summary report on 31 jul 2017 under authorization number (B)(4) for manufacturer abbott under registration number (B)(4).